Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
Reported via clinical study. It was reported that device-related thrombus (drt) occurred. A left atrial appendage closure procedure was performed, and a watchman flx pro closure device was implanted. At an unspecified time, a drt was identified.

Manufacturer narrative:
H10: linked as a duplicate to MDR 2124215-2025-49614.

Event description:
Reported via clinical study it was reported that device-related thrombus (drt) occurred. A left atrial appendage closure procedure was performed, and a watchman flx pro closure device was implanted. At an unspecified time, a drt was identified.